Event description:
Reporter alleged blood glucose result was 589 mg/dl at 6:57 am back to back with a result of 199 mg/dl at 6:58 am. No actions were taken and not reatment was received reportedly as a result. A request was made for the return of the suspect device and replacement products was sent.